Event description:
Rv lead impedance warning. Device has been programmed to aair mode and note in patient information regarding high threshold/impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).